Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the patient developed an infection after implantation of a certas valve. The infection occurred when cranial osteogenesis was performed after hydrocephalus treatment. The valve was removed. No further information was provided by hospital. The product will not be returned.